Event description:
It was reported that the device treating clinic health care professional (hcp) called technical services (ts) and requested a review of this cardiac resynchronization therapy pacemaker (crt-p) presenting electrogram (egm) due to concerns of loss of capture (loc) on the left ventricular (lv) lead. Upon review, ts confirmed intermittent lv lead loc. Ts recommended to the hcp to schedule the patient for an in-office visit for further evaluation. At this time, the crt-p and lv lead remain in service. No adverse patient effects were reported.